Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a partial lead (only distal portion) was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related MFR report number: 2017865-2024-34465. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the atrial lead. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker and atrial lead were explanted and replaced. The patient was stable before, during, and after the procedure.